Event description:
Pt who had a roux-en-y gastric bypass for morbid obesity developed a large abdominal abscess from leak of anastomosis. Pt developed acute abdomen. They were returned to surgery 3 days later for exploratory lap, revision and resection of gastrojejunostomy, jejunostomy-jejunostomy, g tube placement, and drain placement. 2 liters of fluid removed from abscess. Discovered the staple line of the anastomosis had pulled apart and needed repair. 11 days later, pt returned to surgery for exploratory lap, and repair of anastomosis. Pt remains in ICU in critical condition with sepsis, acute renal failure, and is on a ventilator.